Manufacturer narrative:
Section h3, h6: the real intelligence tracker clamp, part number rob10020, lot number 19mct0011, used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. The clinical medical investigation performed does not provide any relevant additional information for the complaint. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with not fully extending the clamp screw in order to secure the clamp. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a cori-assisted tka, while doing the check point verification step following the planning screen, the system produced an error message that a real intelligence tracker clamp had moved. They restarted the case and attempted to tighten the clamps again. After the second attempt at registration and planning, the system produced a message that the tracker frame had moved again. Surgery was performed after a non-significant delay, using manual instrumentation. No patient complications were reported.